Event description:
The pt experienced an underdose. Specific symptoms of underdose were not reported. Troubleshooting options for the pump were being considered. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).